Event description:
The explanted generator and lead were returned to the manufacturer for analysis. There were no performance or any other type of adverse conditions found with the pulse generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Note that since a significant portion of the lead was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Event description:
It was reported that the patient's generator was extruding and that the patient subsequently underwent generator and lead explant. The extrusion was reported to be due to patient manipulation and not due to the presence of the device or the surgical procedure. It was later reported that the surgeon identified an infection around the generator and lead and decided to explant the device to prevent further growth of the infection.